Manufacturer narrative:
Unit alarmed compromised force sensor during basic occlusion test due to protruded and loose drive support disk. Unable to perform prime and excessive no delivery test due to compromised force sensor alarm. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. Cracks to the display was also reported. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.